Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: lumen of anendoscope cfu: 3 cfu bacterial identification: rhodotorula mucilaginosa the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.